Event description:
It was reported that during the pre-use check, leakage of air from the cuff was detected. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Photos received: six photos were included in agile attachments for evaluation; photos showed a damage on tip of the tube. Samples received: two samples were received in used conditions without original package. Visual inspection results: no defects were found. Leak testing: the returned samples were connected to a machine to identify any leak. Results: gas leakage was detected, the complaint was confirmed. Customer complaint notification was performed on 25-jul-2022 to personnel to make them aware of the reported failure mode. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.